Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012 the patient underwent patient underwent following procedures: posterior cervical instrumentation c4-6. Posterior cervical arthrodesis, c4-5 and c5-6. Preoperative diagnosis: cervical instability with pain. As per operative notes: ¿once this was completed, the screws were placed into the lateral mass and the lamina was then decorticated using a high-speed drill with a 3mm match tip drill and arthrodesis was then performed using compression resistant matrix bmp soaked sponge and bone graft. Once the was laid down, the rods were placed into the screws and screw caps were placed.¿ post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.